Event description:
It was reported that damage to the external part of the system controller was noted during service. The patient was given a new controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external damage to the system controller, serial number: (B)(6), was confirmed via the returned system controller. Although the reported damage was confirmed, the downloaded log files and evaluation of the returned controller did not reveal any notable events/functional issues. The returned controller was functionally tested, and the controller passed all steps of the test without any issues. The log files captured the system controller being exchanged on (B)(6) 2026 as reported. Visual inspection of the returned system controller revealed cosmetic damage to both the housing and power cables of the system controller. Provided information indicated that the system controller was exchanged during service without any issues. There were no alarms as a result of the damage. The root cause of the reported damage could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. C) and patient handbook (rev. B) can be found on the eifu page of the abbott website. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use including the system controller and its power cables. This section also addresses how to clean the system controller to avoid the fading of labels. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.